Manufacturer narrative:
Upon further review, the narrative was corrected to capture underdose symptoms. Upon further review, patient codes were updated to the following for this event: (B)(4).

Event description:
It was reported that a patient experienced underdose symptoms, specifically that spasticity returned.

Event description:
Additional information received reported that after no improvement in spasticity after several rate increases, the healthcare professional (hcp) programmed a 75mcg bolus with no improvement. The hcp attempted to access the catheter port with no fluid aspirated. The patient was referred to surgery. A dye study done by neurosurgery found there was an anomaly of the catheter tip, ¿possible¿ meningocele. The old catheter was replaced with a new one with the tip placed at t-10 (thoracic level 10). The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported that a patient¿s spasticity returned. A dye study was done, during which it was difficult to aspirate and push dye. A ¿ballooning¿ was visible near the tip of the catheter when the dye was pushed. There was an occlusion at the catheter tip. Part of the spinal segment of the intrathecal catheter was explanted and replaced on (B)(6) 2015. Good flow was obtained after replacement, and another dye study was done with normal results. The hospital currently had possession of the product and return status was not determined. The patient was alive with no injury. The pump was used to infuse baclofen (gablofen). Follow up was conducted to obtain information but none had been received at the time of the report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4)